Event description:
It was reported that the customer received a motor error alarm as well as a no delivery alarm. Customer's blood glucose level at the time 319mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. No excessive no delivery alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).